Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device had suddenly stopped working. The device could not be interrogated and there was no magnet response. The patient presented not feeling well. One year ago, this device had an estimated longevity remaining of 2.5 years. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. When analysis began, the device could not be telemetered. The device case was removed and it was verified that the cell voltage was low. The depleted cell was replaced with a 2.3 volt power supply without breaking power and the voltage was increased to 2.8 volts. The current drain was normal. The current remained normal during pacing at maximum programmable settings. The device was left powered up for several days and no high current was noted. The device cell was analyzed and it was concluded that the heat output of the cell and the atypical fluctuations of the voltage values indicate that the cell has an active internal short.